Event description:
It was reported that the patient had a recent decrease in speech intelligibility. A CT scan confirmed that 6 electrode channels were extra-cochlear. The patient was re-implanted with a cochlear implant on (B)(6), 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.